Manufacturer narrative:
Reporter name is not available. Y-connector leak can occur due to solvent bond failure.

Event description:
A hospital in (B)(6) alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked saline during priming in the y-connector. No injury was reported.